Manufacturer narrative:
H11: livanova deutschland manufactures the essenz hlm. Serial read out (real time device parameters and setting recording file) was collected. However, it did not provide additional information. The customer has another essenz hlm and has inverted the two cockpits. Despite cockpit repeated reboot, the heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, continued to operate. Investigation is ongoing.

Event description:
Livanova deutschland received a report that, when the perfusionist tried to adjust the temperature setting on the gasblender using the slide adjustment on the cockpit, the cockpit screen went grey. The pump continued to run and could be controlled by the cockpit knobs. After a few seconds the screen switched to the startup page showing the perfusion profile and last case buttons. When the perfusion button was pressed the screen went grey again and then back to the startup page a few seconds later. This time the perfusionist tried the last case button and again the cockpit screen went grey then back to the startup page. This time, however, there was no last case button present. The perfusionist again pressed the perfusion profile button but was required to re-enter all of the patient information and re-perform the safety checks. No error codes were displayed at any time. There is no report of any patient injury.

Manufacturer narrative:
H.11 the investigation confirmed the reported condition. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. Importantly, the heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.